Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. The purge disc retainer was completely cracked off and the purge flag was missing. The failure mode experienced in the field was able to be repeated. The root cause of the issue was a broken purge disc retainer and missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced purge disc/flag issues. No patient was involved.